Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "delayed/missed vtach alarm at 10:19 this morning".the device was in clinical use at the time of the alleged malfunction. A serious injury to a critical patient on extracorporeal membrane oxygenation (ECMO) was reported, however, no further information regarding the type of injury sustained by the male patient and any resulting medical intervention was provided by the customer..the age, height, and weight of the patient were also not made available by the customer.

Manufacturer narrative:
The reported problem was investigated via remote support. The customer reported that the intellivue mp70 patient monitor alarmed for a ventricular tachycardia (v-tach) event with a delay of 1 minute for a critical patient. This occurred on (B)(6) 2017 at 10:19:50 in room 240c in the cardiovascular ICU (cvicu) at the customer site. The customer's biomedical engineer advised the remote clinical application specialist (cas) that a philips field service engineer (fse) would be coming onsite to collect the relevant alarm logs and strips. The cas provided the customer with instructions on how to swap out the measurement server used with the patient monitor for the meantime. The customer later contacted philips stating that they were in the process of carrying out their own investigation of the reported occurrence and the fse canceled the visit at the customer site. Even after several attempts to obtain additional information, no further data such as alarm logs and ECG strips was provided by the customer, and an evaluation of the actual device was not possible as the fse visit was canceled. Due to the lack of available information, the exact cause for the reported occurrence remains unknown and a malfunction of the monitor cannot be ruled out. It is unknown if the device worked as intended as an evaluation of the monitor was not possible. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.